Manufacturer narrative:
Visual inspection was performed on the returned device. The reported balloon rupture and separation were confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported balloon rupture; however, the reported separation appears to be related to operational context. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.b5 - describe event or problem: updated. H6 - device code 1562 added.

Event description:
Subsequently, after the initial report was filed it was noted the inner member separated during the procedure. No additional information was provided.

Event description:
It was reported that the procedure was to treat a mildly calcified superficial femoral artery that is 70% stenosed. The 9.0x60mm armada 35 balloon dilatation catheter ruptured at 6 atmospheres during the first inflation. Another armada 35 was used to successfully complete the procedure. There was no adverse patient effects reported and no clinically significant delay was provided. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.